Manufacturer narrative:
The notify date of this event was (B)(6) 2018, not (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a power on reset (por). The therapy had turned off and reset to shipping parameters. This was noted to have occurred the day prior to, or on the day of, the report. There were no symptoms or further complications reported or anticipated.